Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manger fridge failed. User stated on the recover drawer, screen showed no option to select to start recovering. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager fridge was failed. A field service engineer (fse) confirmed that the smart remote manager (srm) latch was failing and replaced the latch and that corrected the issue. The system functioned as intended after the field service engineer repaired the device.